Manufacturer narrative:
The investigation reviewed the calibration and qc data. Data does not cover the date of the event. The (B)(6) 2024 calibration results were within specifications. The qc recovery provided was within specifications. There was no indication of a performance issue with the reagent. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number is y41. The k electrode lot number is h91. The cl electrode lot number is aqq. The expiration dates were not provided. The field service engineer (fse) inspected the module and could not determine the event's cause. He checked the module¿s overall operation and found no issues. He loaded new reagents and verified the module¿s performance with an ion-selective electrode check, calibrations, and a precision check. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode, cl electrode, and k electrode results from one patient sample tested on the cobas 8000 cobas ise module (double). The initial results did not match the patient history on review prompting the rerun of the patient sample on another cobas 8000 ise module. The initial na result from the module was 118 mmol/l. The repeat result from the other cobas 8000 ise module was 139 mmol/l. The initial cl result from the module was 126 mmol/l. The repeat result from the other cobas 8000 ise module was 99 mmol/l. The initial k result from the module was 3.3 mmol/l. The repeat result from the other cobas 8000 ise module was 4.0 mmol/l. The repeat results were deemed correct.